Event description:
An incompatible application issue was reported with the abbott diabetes care device (freestyle libre 3 application) in use with samsung galaxy a54 with android operating system version 14 and app version 3.6.0.11193. As a result, the customer was not alerted of changes in glucose level and experienced tiredness, and a loss of consciousness. The customer was unable to self-treat, requiring healthcare professional (hcp) administration of unspecified injection. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The user reported alarm issues due to signal loss. The reported issue was investigated. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. This serves as a correction report. Section h11(additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An incompatible application issue was reported with the abbott diabetes care device (freestyle libre 3 application) in use with samsung galaxy a54 with android operating system version 14. As a result, the customer was not alerted of changes in glucose level and experienced tiredness, and a loss of consciousness. The customer was unable to self-treat, requiring healthcare professional (hcp) administration of unspecified injection. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer experienced alarm issues due to signal loss with freestyle libre 3 application. Per the compatibility guide, use of the samsung galaxy a54 5g phone, android operating system, software version 3.6.0.11193 is incompatible with the freestyle libre 3 application. This guide is available to the user on the websites where the product is launched. The date of event is unknown. The date entered in section b3 is based on the reporter's report of " approx. 3 weeks ago". The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.